Event description:
Hill-rom rec'd a report from the FDA stating the account notified them of a patient death. The account stated the patient's chin was rested through the upper left side rail spacing (zone1) while his torso lay off the bed and his feet touching the floor. The bed was located at the facility. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly inspected the bed and found it to be working properly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on his bed. It is unknown if the facility performs preventative maintenance on their beds. Patient's outcome was death. Evaluating the dimensional limits of the gaps in hospital beds is only a component of an overall assessment for entrapment. Therefore, the risk of entrapment is not solely induced by the device but inherent to medical care. Based on this info, no further action is required.